Manufacturer narrative:
Evaluation in progress.

Event description:
Patient brought into or, positioned on table and put under anesthesia. System gave fatal error code chu 171 on the monitor. Attempted to reboot 3 times without success. Called problem into healthtronics. Unable to get machine functional. Dr. Decided to do cystoscopy in place of lithotripsy.

Manufacturer narrative:
Field service engineer tested the system and found a wear problem. The device was repaired and returned to the customer.